Event description:
It was reported that during a routine visit, a lead safety switch (lss) from bipolar to unipolar configurations was found to have been triggered due to this right atrial (ra) lead exhibiting high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested a review of the stored data. Ts reviewed the data and noted that there were stored atrial tachy response (atr) and signal artifact monitor (sam) episodes. Further review of the episodes, ts observed that prior to the lss, this ra lead exhibited non-physiologic noise that was oversensed and minute ventilation (mv) chop. Ts discussed possible causes with the hcp. At this time, the ra lead remains in service. No adverse patient effects were reported.